Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: valve leak and/or damage.

Event description:
Healthcare professional reported left side no complaint against the device. Healthcare profession later reported per operative report hole in valve. Device has been explanted.